Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual observation revealed trilumen insulation was abraded through exposing the conductor coil approximately 16.3-17.1 cm from the terminal pin. The damage was most likely due to lead on can interaction.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to sensing and noise problems. It was confirmed that there was no asystole or delayed/prolonged therapy as a result of the issues. The patient was not pacemaker dependent. No adverse patient effects were reported.